Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the sample and reagent probes. However, no definitive part was identified as the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify an increase in complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I for one patient. The following results were provided (reference range 0.01-0.3 ng/ml): initial troponin result= 0.749 ng/ml; new sample after 2 hours, result= 0.2 ng/ml, repeat result <0.01 ng/ml; repeat of initial sample= 0.01 ng/ml. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated architect stat troponin-I for one patient. The following results were provided (reference range 0.01-0.3 ng/ml): initial troponin result= 0.749 ng/ml; new sample after 2 hours, result= 0.2 ng/ml, repeat result <0.01 ng/ml; repeat of initial sample= 0.01 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.